Event description:
Complainant reported that left side malar implant was explanted 41 days after initial placement, due to displacement/migration. The device was replaced approx 5 months after the explant surgery.

Manufacturer narrative:
Method: reviewed device history records, product labeling and complaint records. Results: device history record review found no assignable cause for reported event. A review of complaint records indicates there have been no other complaints on this lot. Product labeling warns that "displacement or shifting of the implant can occur from too large a pocket."